Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the emergency medical services was dispatched as the customer experienced low blood glucose level on (B)(6) 2021. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer's current blood glucose level was 93 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege insulin pump was over delivering. The customer will discontinue use of the device.